Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image was no longer displayed due to a failure of the cable, which interfered with the video transmission between the camera head and the processor. The cause of the cable failure could not be identified. In addition, during device evaluation it was also noted that the UDI could not be read. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received noting that this was discovered during preparation for an unknown therapeutic procedure according to the initial reporter, the procedure was completed using another device without any delays.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. The information is located in b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that an image did not appear. There was no patient injury, associated with the problem, reported to olympus.